Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. Furthermore, the reported extrinsic outflow graft obstruction (eogo) could not be confirmed as no images were provided, and the product was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had ventricular tachycardia (vt) with an implantable cardioverter-defibrillator shock, anemia with endoscopy findings of erosive gastritis and duodenitis in 2020 (cs-226058). The patient had mild to moderate aortic insufficiency, diabetes type 2, monoclonal gammopathy of undetermined significance (mgus), and extrinsic outflow graft obstruction (eogo) documented in the cardiac computed tomography (CT) morphology in 2024 (cs-226063). Additionally, the patient had severe epistasis that required embolization to the bilateral internal maxillary arteries in 2025. Their outflow graft had a prominent intimal hyperplasia proximally that tapered toward the mid portion of the graft. There was moderate stenosis proximally without obstruction. The patient underwent external outflow graft obstruction release in 2025. It was also communicated that there was a significant amount of cheesy yellow debris as it was consistent with material trapped underneath the strain relief.